Event description:
During patient use, the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer attempted to resolve the issue by following the zoll recommendations for "patient out of position, the patient is not properly centered," but the issue persisted. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The customer's reported complaint that " autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua (07) was due to failed load cell # 2, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the autopulse platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua (07) advisory message displayed upon powering up, confirming the reported complaint. Load cell characterization test results revealed that load cell # 2 was over-reporting, and it needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).